Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the drill, tri-flat gamma3 and the drill, tri-flat t2 femur to be the subject products. No further associated products were reported. Review of the manufacturing and inspection records revealed no discrepancies. The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The cutting edges of the drills returned are significantly worn, deformed and covered with dents. Material displacement is visible. The drills are not sharp anymore. The drilling spiral of the drill tri-flat gamma3 is completely sheared off at the level of approx. 11 mm from the tip, whereas the drilling spiral of the drill tri-flat t2 femur is completely sheared off at the level of approx. 2 mm from the tip. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the devices due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object (e.g. Metal). As the drills had been in use for a longer time (drill tri-flat gamma3 manufactured in 2009 whereas the drill tri-flat t2 femur was manufactured between 2005 and 2007) we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended without any problems reported. Based on the above facts it can be ascertained that the root cause of the reported event is not related to a deficiency of the devices, but is rather linked to an inadequate handling by the user. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken.